Manufacturer narrative:
The reported event of failure to interrogate and error message was confirmed. The device could not be interrogated and had no pacing output. After performing a hard reset, the device was found pacing in backup vvi unipolar-tip mode and can be interrogated by the programmer. Further analysis performed after program device out of backup operation indicated normal device characteristics. The no output and telemetry error were due to unspecified reset mode which is consistent with exposure to high temperature. The as-received condition was reproduced when device was exposed to high temperature of 58°c, this is not considered a malfunction since the device was exposed to temperature outside of the recommended storage temperature.

Manufacturer narrative:
Changed investigation conclusions from "unintended use error caused or contributed to event" to " cause traced to environment."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was malfunctioning. During device check, it was noted that the pacemaker had an error message while trying to interrogate. There was also an interrogation problem with the pacemaker. There is no patient involvement.